Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The ventilator failed the final test for flow and volume performance test. Visual inspection did not find any anomalies, but bench test found the pressure module was leaking on the lower port. Carefusion replaced the pressure module to address the reported issue.

Event description:
It was reported that the unit has high exhaled tidal volume. While in service it was confirmed that the unit had a malfunction. This reported issue was discovered while in service, therefore there was no patient involvement associated with this complaint.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.